Manufacturer narrative:
A company service engineer was dispatched to investigate the laser system. The engineer was able to reproduce the issue and reported that the gantry moved in the z direction (down) without influence of the joystick. To stop the direction of the motion, the joystick had to be touched. The engineer found contamination on surfaces of brake assembly which reduced stopping force and allowed gravity to move gantry down wards. The device was repaired and cleaned and confirmed to be within specifications and there have been no further issues reported. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).

Event description:
A company representative was onsite and observed that the gantry moved down without touching the joystick (no patient involvement). The following day the company representative was observing surgeries and after a laser procedure the laser gantry moved down and the system generated a "z servo motor" message. The gantry did not contact the patient and there was no patient injury. The patient had a capsulotomy tag (area of ineffective photodisruption) at the 3 o'clock position, but this did not result in injury.